Event description:
It was reported to philips that fluo storage was not possible due to image disk failure on a allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a reboot and is monitoring the system for recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).